Event description:
Related manufacturer reference number: 2017865-2022-06519. It was reported the atrial and left ventricular lead exhibited increased sensing and loss of capture. The suspected cause was dislodgement. The atrial lead was explanted and replaced. No changes or interventions were performed on the left ventricular lead. The patient was in stable condition.